Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the buttons on their insulin pump were not working. The customer also states that the numbers started to scroll by themselves. The customer's blood glucose level at the time of incident was unknown. Troubleshooting was conducted. Nothing is being returned and this time.